Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 8 bursts of anti-tachycardia pacing (atp) and inappropriate shock due to atrial arrhythmia. The therapy was exhausted, and the rhythm was converted. Upon review, technical services (ts) stated that the presenting electrogram (egm) showed the device was operating as programmed. This device currently remains in service. No adverse patient effects were reported.